Manufacturer narrative:
This report is being submitted as follow up # 1 to provide the sample evaluation results. The actual device was discarded by the user facility. Therefore, the investigation results are based on the user facility information provided and a retention sample from the reported product code/lot# combination. Visual and magnifying inspection did not reveal any anomalies. The outside diameter was confirmed to meet manufacturing specification. The sample was disassembled and further inspection for adhesion of the urethane outer layer to the core wire. It was confirmed to be in the normal level, with no lifting of the layer from the core wire or gap in the layer. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results the retention sample evaluation was normal product. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device discarded.

Manufacturer narrative:
D4 - UDI number is not yet required for this product code. The actual device was not returned to the manufacturing facility for evaluation. The investigation has yet to be completed. A follow up report will be submitted when the investigation is complete but no later than 30 days from the date that this report was sent. For this reason, evaluation code 11 was used in the conclusions section of h6. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found no report of this nature with the involved product/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : actual device not returned

Event description:
The user facility reported separation of the urethane layer on the guidewire device during a procedure. Follow up communication with the user facility confirmed the following information: they tried to advance the catheter over the wire; the outer layer of the wire became separated and buckled; eventually they were able to track the catheter over the wire; the glidewire gold was removed and exchanged for a new one; the procedure was completed successfully; and the patient was reported as doing fine.